Event description:
It was reported that the surgeon was unable to spin the plate after insertion during a alif (anterior lumbar interbody fusion: spinal surgery) procedure. The surgeon removed the plate and after it was removed, he noticed the device was "cracked". The distributor did not know if the device was cracked during insertion or removal, there was a spare device available that functioned properly. There was no injury tot eh pt and the surgery was delayed under 10 minutes.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.